Manufacturer narrative:
Investigation completed on september 08, 2017. Failure analysis: during the service evaluation, it was identified the handpiece transducer was twisted. The physical damage reported by the service center during the evaluation is consistent with none or incorrect utilization of the 'torque base'. Device history review documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Service history: service history provided by the service centre in the complaint system was reviewed and trend for over-torqueing has been identified. The DHR review has been deemed satisfactory. Trend: no update required the trend review was completed for both the failure and cause during the initial evaluation. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed in the complaint system using the following key words ¿handpiece out of order ¿ hp not working¿ and ¿over-torqued by the user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates from 30-aug-2016 to 30-aug-2017. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded complaint incident is the (B)(4) identified cusa excel handpiece complaint for the reported failure due to handpiece being over-torqued by the user. In addition to trending, the customer complaints review completed in the complaint system identified no other complaints have been received in this period for serial number under investigation. The quantity of (B)(4) complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. Root cause: the failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. This identified during the evaluation is consistent with none or incorrect utilization of the 'torque base'. A corrective action is in progress to investigate and correct failures encountered with customer complaints associated with over-torqueing. Communication letter was also included with the returned handpiece to reinforce the importance of using the proper technique when attaching and detaching tips to the cusa excel handpiece; communication letter is written in conjunction with the cusa excel IFU.

Event description:
It was reported that the handpiece was out of order. Additional information request was sent and on 17aug2017, the following was provided: on (B)(6) 2017, during a laparoscopic hepatectomy procedure, while testing the tip, the console showed error. The tip was changed (different lot number) and still errored. The footswitch and the console were changed, but it still errored. Finally, the handpiece was changed and it worked. There was no patient injury reported. There was a delay in surgery of 40-minutes. There was no patient adverse consequence due to the delay. Patient was already asleep when the issue occurred.